Event description:
It was reported that during routine follow up visit, technical inspection revealed damage to the connector on the white power/ communication cable of the system controller. The patient reported that on (B)(6) 2024, the patient noticed alarm related to powering the system and decided to exchange the controller to the backup. Because of the damage, log files were unable to be retrieved from the affected controller. The patient was provided with a new backup controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of power cable disconnect and low voltage advisory alarms and the system controller (serial number: (B)(6) not communicating with the system monitor were confirmed. The controller was returned to the product performance engineering (ppe) group for analysis. The white power cable connector-side strain relief was observed to be damaged, and several wires were noted to be severed. The power cables were replaced with known working cables, and communication with the monitor was restored. After this replacement, the controller was able to support a mock circulatory loop for an extended period of time without issue or alarm. The downloaded log file was reviewed. Atypical power cable disconnect and low voltage advisory alarms intermittently atypically activated throughout the data reviewed due to the relative state of charge (rsoc) voltage fluctuating around the alarm thresholds. The observed alarms did not prevent the controller from supporting the system as intended while the driveline was connected. The driveline was disconnected at 10:40, consistent with the reported controller exchange. The outer layer of the white strain relief was removed, and several wires were observed to be fractured under the damaged strain relief. This damage would cause the atypical alarms and prevent the controller from communicating with the system monitor. The root cause of the power cable disconnects, and communication issue was determined to be due to the damaged strain relief and underlying wires; however, a root cause for the damage was unable to be conclusively determined via this investigation. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) instructs users on how to identify and resolve alarms that sound from their system controller. The heartmate 3 instructions for use (IFU) (section 7 ¿alarms and troubleshooting¿) instructs users on how to resolve controller clock not set alarms by syncing the controller¿s clock via the system monitor. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.